Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective carbon dioxide electrode assembly. The fse replaced the carbon dioxide electrode assembly to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results with low anion gaps on their dxc 600 pro chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the re-run results for one (1) patient.